Event description:
It was reported that the catheter damage occurred. A intellanav oi was selected for a premature ventricular complexes ablation procedure. The catheter was used extensively to map the rvot. When the catheter was withdrawn, the physician noted that the material around the distal electrode was damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. The distal end had multiple bends; approximately 35, 65, 92, 100, 120, 230, and 295mm from the end of the distal tip. In addition, there was severe damage to ring 2 and ring 3 electrodes, including wear through holes on both electrodes. Several shaft tubing perforations were between rings 1 and 3. Dried fluid was inside butt bond gap. Dried body fluid was found on the handle, main shaft and distal end. Dried saline found on distal end. Tip motion was evaluated against a curve template. The right and left curves failed to reach the specified area on the template. The steering knob and the tension control knob functioned properly on both lock and unlock positions. X-ray confirmed damage noted during visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the catheter damage occurred. A intellanav oi was selected for a premature ventricular complexes ablation procedure. The catheter was used extensively to map the rvot. When the catheter was withdrawn, the physician noted that the material around the distal electrode was damaged. No patient complications were reported.